Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209078738, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported efficacy decrease with return of symptoms and urinary leaks several times a day plus botox. Factors that may have led or contributed to the issue were not applicable. The issue was resolved on (B)(6) 2019. The investigator assessed the event as not serious, not related to procedure, and related to the stimulation. No surgical intervention occurred or was planned. Relevant medical history includes urinary incontinence since 2000. Additional information received reported that the actions taken included botox injection in the bladder.